Manufacturer narrative:
The customer¿s experience of having to replace approximately 25 pole clamps was confirmed and found to be a result of dislodged helicoil. The visual inspection confirmed 23 pole clamps received, exhibited irregularities with the helicoil. Scar 14i005 was opened to investigate pole clamp failure. The manufacture found the helicoil was installed too deep in the clamp. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported they have replaced approximately 25 pole clamps, and they see 1-2 on an average daily basis. The customer would like all of their clamps replaced by a bd technician. There is no report of patient involvement.